Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act, esc, and up arrow buttons were not responsive. The corner of the insulin pump's screen had a little bit of discoloration. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and up arrow button. The keypad connector was inspected and was locked on lcd board. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, bleeding lcd glass, cracked case near display window corners and minor scratches on display window noted.